Manufacturer narrative:
Records indicate that the implant met the specifications and were approved for product release. Ace surgical has not been issued the failed implant. Physical analysis cannot be performed. The reported event has been determined to be a post placement/pre-load implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors and/or the lack of osseointegration as well as the patient's bone condition, oral hygiene, or behavior. Proper intended use of the implant is described in its product's instructions for use.

Event description:
Pain when implant area was pressed was reported as the cause of the implant failure.